Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 299 mg/dl. The customer was assisted with trouble shooting and the problem may be a site related issue. The customer said he will monitor the situation and call back if he had an issue. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.